Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the pacemaker reached the elective replacement indicator, and there may have been premature battery depletion. It was also noted was noise on the pacing leads. The device was explanted and replaced; the leads remain in use. No patient complications were reported as a result of this event.